Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the t:lock connection fell off the cartridge patient line. Reportedly, the issue occurred with multiple cartridges. Cartridge changes were performed resolving the issue. There was no reported adverse impact to the customer's blood glucose level.